Manufacturer narrative:
The user experienced hyperglycemia resulting in hospitalization while not using the ilet due to lack of supplies. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported hospitalization for elevated blood glucose. Engineering log review was not available and no device malfunction was reported. The user stated that they ran out of supplies and did not transition to alternative insulin therapy or seek assistance, resulting in interruption of insulin delivery. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to initiate backup therapy after discontinuation of the ilet, and no device problem was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on an unknown date prior to report the user experienced hyperglycemia resulting in hospitalization after running out of ilet supplies and not initiating alternative insulin therapy. The user received hospital treatment for elevated blood glucose. The outcome is unknown.